Manufacturer narrative:
Device is combination product. (B)(6).

Event description:
It was reported that removal difficulty occurred. Vascular access was obtained via contralateral approach. The 100% stenosed target lesion as located in the severely tortuous and severely calcified iliac artery. The lesion was predilated with a 3mm balloon; however was unable to sufficiently dilate the severely calcified and severely recoiled section. A 7x80,130cm eluvia self expanding stent was selected for use. During delivery of the stent prior to deployment, the device got trapped in the calcified part of the lesion and could not cross the lesion. While pushing and pulling, there was a kink-like mark on the shaft and there was a slight resistance felt during removal, so usage of the stent was discontinued. Additional dilation was attempted; however the non-bsc balloon ruptured, and it was determined that sufficient dilation was not obtained. Stent placement was not re-tried. The procedure was completed with plain old balloon angioplasty (poba) only. There were no patient complications reported.